Manufacturer narrative:
Model number/catalog number: sc-2366-50; serial number: (B)(4); batch/lot number: 2000020530; model/catalog description: linear 3-6 lead 50 cm.

Event description:
A report was received that the patient was experiencing undesired stimulation due to lead migration. The patient underwent a revision procedure wherein the lead was reposition. No device malfunction was suspected. The patient was doing well postoperatively.